Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient visited the emergency room (ER) due to high blood glucose (bg) levels of 20 mmol/l (360 mg/dl) and ketones present, while wearing the pod on the abdomen between 36 and 48 hours. At the hospital, the patient received insulin (method unknown) and a new pod was applied.